Event description:
It was reported that during implant the pulse generator exhibited no device output. The patient experienced asystole. The device was not used; the procedure was completed with another device.